Event description:
Caller reported damage to pump housing and usb port pins, impacting ability to charge pump but not causing shutdown. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support sent a replacement pump to the caller, advising them to return the damaged pump within 10 days and provided instructions for handling the replacement, including setting the original pump to storage mode before returning it.